Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported the device shuts down during use. There was no patient injury reported.

Event description:
It was reported the device shuts down during use. There was no patient injury reported.

Manufacturer narrative:
The analysis of the device log file revealed an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected- in this case a too high vacuum- the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error. As during service activities on-site, the reported issue was solved after replacement of the pump assembly it can be assumed that a faulty vacuum pump was the root cause for the high vacuum and in consequence for the reported ventilator failure. It can be concluded that the fabius gs responded as designed upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. No injury was reported. There have been no further reports since the unit was serviced and returned to use.